Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set product issue caused or contributed to the event. The cause of the patient¿s peritonitis cannot be determined with the information currently available. However, the patient reportedly had cloudy pd effluent (a symptom of peritonitis) before starting to train on fresenius products. The patient¿s pd effluent grew staphylococcus which is an organism commonly found on human skin and well-known source of peritonitis caused by touch contamination during the pd procedure. The leading cause of peritonitis continues to be poor aseptic technique at the time of the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. One case of alternate samples was retrieved from the distribution center with product number 050-87212 and lot number 18lr08066. During the evaluation a visual and functional test of the alternate samples were performed, and results were acceptable. The sample was tested in the cycler machine and worked as intended without any abnormalities. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation of the actual device could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. A culture test was performed, which confirmed growth of coagulase-negative (B)(6). The patient was new to pd therapy and their effluent appeared cloudy at the start of their training. The patient was treated with antibiotics (type, dose, route, frequency unknown). Additional information was requested, however to date has not been provided.